Event description:
Related manufacturer reference number: 3006705815-2023-02767. It was reported that patient experienced ineffective therapy for the low back. Surgical intervention was undertaken wherein the left lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model:3186, UDI: (B)(4), serial: (B)(6), batch: a000100032.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.